Event description:
It was reported that pump "touchscreen is often unresponsive must press 123 button/difficulty navigating". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.